Event description:
It was reported that the asymptomatic patient presented in the operating room for a generator change out. Externalized conductors were observed. The lead was capped and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 9.5-14.2cm and 10.7-13.2cm from the distal tip. The etfe coating was intact at these locations.